Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). False-negative results. The user reported that three flowflex plus tests were taken on (B)(6) 2026 and all produced negative results. They confirmed that all three tests were performed on separate symptomatic individuals who were testing because they had a household member confirmed positive for covid with an antigen home test a day or two prior. They retested the same day with cvs brand covid + flu home tests, and the results were positive for covid. The flowflex plus tests were purchased from walmart. The user stated that they do not want replacement. Instead, they want to be reimbursed for the flowflex plus tests. The company policy of no reimbursement was provided to the user.